Event description:
It was reported that during a hemorrhoid procedure, after firing the device, the pt was bleeding. Hand sutures were placed and the bleeding stopped. One day postoperatively the pt experienced additional bleeding, an additional procedure was necessary to control the bleeding.